Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse determined that the substrate was not pipetting properly as the substrate probe was damaged. The cse replaced the probe and the issue resolved. The cse attributed the cause of the issue to be due to a damaged substrate probe. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Note: immulite 2000 free psa l2kpf is not sold in united states. However, a similar device i.e. Immulite 2000 free psa l2kpf(d) is sold in united states.

Event description:
Discordant, falsely low prostate specific antigen (psa) and free psa results were obtained on one patient sample on an immulite 2000 xpi instrument. The discordant results were reported to the physician(s), who questioned them. The patient was sent to an alternate laboratory where she was tested for psa and free psa on an unknown platform and the results were higher. A new sample was obtained from the patient and was tested by the customer on the immulite 2000 instrument, also resulting higher. The customer then repeated the original sample on the immulite 2000 instrument, which resulted higher as well. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low psa and free psa results.